Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with stage iii diffuse lamellar keratitis (dlk) in right eye that was later downgraded to 1+ with edema. The topical steroid dosage was increased and oral steroid was prescribed (medrol). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of having trouble focusing and being miserable. Patient reported symptoms are not interfering with daily activities. It was reported that patient's symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -.50 x 125, left eye pre-op 20/20 -1.00 x -.50 x 55. Bcva from (B)(6) 2017: right eye post-op 20/20 -.25 x -.75 x 130.